Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the co cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implant is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Implants were placed on 6-30-97 in site #'s 29 and 30 (class ii bone) in which bone augmentation was performed using freeze-dried bone and a resorbable membrane. The clinician reports that the reason for implant failure may be due to the pt's inadequate home care and her tendency to smoke under stress. The implants were removed on 8-5-97.